Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Microscopic inspection of the return lead revealed a kink in the lead body where all internal wires were broken/fractured. The cause of the wire fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo. Corrected data: reporter address line 1.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that effective therapy could not be established following implant due to high impedance. As a result, surgical intervention was undertaken to explant and replace the lead. During the procedure it was noted that the lead was fractured. Surgical intervention addressed the issue.